Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer reported to heartsine that their device would emit voice prompts for pediatric use when an adult pad-pak is installed. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial MDR report with FDA reference# , submitted on 11/19/2025, was submitted in error. This report was found to be a duplicate of the initial MDR report with FDA reference# 3004123209-2025-00354 a, submitted on 11/20/2025.

Event description:
A customer reported to heartsine that their device would emit voice prompts for pediatric use when an adult pad-pak is installed. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.